Event description:
On (B)(6) 2009, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis. The preoperative aneurysm measured 61 mm. The diameter of the right common iliac artery measured 12 mm. The length of the distal landing zone in the right common iliac artery measured 28 mm. The final angiogram showed a distal type 1 endoleak at the contralateral leg component on the right side. On (B)(6) 2009, follow up CT showed the persistent distal type I endoleak. The aneurysm diameter measured 59 mm. On (B)(6) 2010, follow up CT showed the persistent distal type I endoleak. The aneurysm diameter measured 63 mm. On (B)(6) 2010, this patient was implanted with an iliac extender component to treat the type I endoleak. It was reported that the right internal iliac artery was embolized prior to the implantation of the iliac extender component which intentionally covered right internal iliac artery. The final angiogram showed the resolution of the endoleak. The patient tolerated the procedure.

Manufacturer narrative:
Results - a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Conclusions - the device used for distal sealing was undersized.